Manufacturer narrative:
The reason for this revision surgery was the device became loose after 12.5 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 736661. The root cause for this product complaint is determined to be caused by patient's poor bone quality resulting in the glenoid becoming loose. There is no reported information that indicates a material, design, or manufacturing problem with this product.

Event description:
Revision surgery - due to the patient's bone quality showing to be poor; the glenoid had become loose.